Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the plate migrated/ pulled out. Patient was having poor bone quality. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.